Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was extravasation.

Event description:
It was reported that there was extravasation.

Manufacturer narrative:
Alleged failure: 16 min long meniscectomy case. Pump pressure was set to 60mmhg, the usual pressure baseline for this surgeon. Saline was pouring out of the portals, noticeably more than usual. After the case, when drape were removed, there was visible extravasation up the patient's entire leg (surpassing the tourniquet) and into the groin area, including the testicles. Patient was emitted to the ER and treated with dieretic's. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.